Event description:
The customer reported that while the unit was in use on a patient, the unit's battery run time was short. The patient was switched to another unit and therapy was continued. No patient injury reported.